Manufacturer narrative:
On 11/11/2015 product was not returned for evaluation. Based on this event, no further corrective or preventive action is deem necessary. We will continue monitoring these events in post market surveillance.

Manufacturer narrative:
On (B)(6) 2015 product was requested to be returned for evaluation. Prepaid label was sent to the consumer via certified mail.

Event description:
On (B)(6) 2015 received a call from the consumer claims the pump would not empty her breast and caused mastitis.